Event description:
It was reported by the customer that a pyxis anesthesia es system did not unlock prior to a procedure, delaying the start of the procedure by 10 to 15 minutes. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Manufacturer narrative:
Section h5 labeled for single use is no. Section h11 update upon investigation of the actual device used in this incident it was determined that the users had experienced drawer unlock issues where the drawers were not unlocking after users signed on technical support specialist applied hotfix, but the issue reoccurred due to device working in windows 7, the performance of the device is much slower, if the issue continues to reoccur the devices will be reimaged to latest chaos image version (10000395909-00 pas es 1.6.1 win7 vhd build 55-35). The system functioned as intended.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections a1, b3, d1, d4, e3, g1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 08-nov-2021 to 08-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system failed to unlock upon sign in. A technical support specialist dialed into the station and updated the system to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not unlock prior to a procedure, delaying the start of the procedure by 10 to 15 minutes. There were no adverse events or injuries reported based on this event.